Event description:
It was reported that intra-op, the first probe broke into two peices and the tip of the second broke off into the patient's vertebrae, and the surgeon had to leave it inside of the patient. Patient complications are unknown.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.